Event description:
Viewray received a report that they edited a re-optimized plan, moved the isocenter, and suspected that they would be allowed to proceed to treatment without being forced to apply a couch shift to move the patient to the new isocenter.